Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise when programmed in primary sensing vector. It was also noted that noise had previously occurred in secondary sensing vector but had self-terminated prior to the patient receiving a shock. The physician was concerned over an electrode fracture and admitted the patient to the hospital. Technical services (ts) was consulted and discussed potential causes of the noise. Ts suggested performing additional testing and an x-ray to determine cause. Ts recommendations were sent to the physician. The physician planned to perform a revision procedure, but it has not yet been scheduled. The electrode remains in service and no additional adverse effects have been reported. Additional information was received that the electrode was explanted. No additional adverse effects have been reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to date. If returned analysis will be performed and this report will be updated. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Additional visual inspection showed a crack in the polycin vorite notch area next to proximal electrode cable extending into insulation. Analysis testing determined that this crack did not contribute to the field allegations.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise when programmed in primary sensing vector. It was also noted that noise had previously occurred in secondary sensing vector but had self-terminated prior to the patient receiving a shock. The physician was concerned over an electrode fracture and admitted the patient to the hospital. Technical services (ts) was consulted and discussed potential causes of the noise. Ts suggested performing additional testing and an x-ray to determine cause. Ts recommendations were sent to the physician. The physician planned to perform a revision procedure, but it has not yet been scheduled. The electrode remains in service and no additional adverse effects have been reported. Additional information was received that the electrode was explanted. No additional adverse effects have been reported. The information provided indicates this product has been returned for analysis but is currently being held in customs. Upon receipt and analysis of this product, an updated report will be provided. The electrode was returned and underwent analysis testing.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise when programmed in primary sensing vector. It was also noted that noise had previously occurred in secondary sensing vector but had self-terminated prior to the patient receiving a shock. The physician was concerned over an electrode fracture and admitted the patient to the hospital. Technical services (ts) was consulted and discussed potential causes of the noise. Ts suggested performing additional testing and an x-ray to determine cause. Ts recommendations were sent to the physician. The physician planned to perform a revision procedure, but it has not yet been scheduled. The electrode remains in service and no additional adverse effects have been reported.